Manufacturer narrative:
This report is a combine initial and supplemental report. It is being submitted to provide the initially reported event as well as the results of the manufacturer¿s investigation. The user facility¿s biomedical engineer reported that his olympus high-definition lcd monitor was not displaying an image. Reportedly, he had attempted multiple different known-good cables and the issues continued. After receiving the customer¿s report olympus technical assistance center (tac) personnel recommended that the customer speak with the repair and loaner department. However, the device was not received for evaluation. Consequently, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, and that the subject device was not returned, a definitive root cause for the reported event could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
The facility's biomedical engineer reported that his olympus high-definition lcd monitor was not displaying an image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.